Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image went black intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.